Event description:
Pt has pulled out feeding tube several times. On 8/1/94 feeding tube replaced. X-ray obtained to check position. Two catheter tips seen. Howlong tip has been in stomach is not known. May require intervention for removal of loose tip. (Tungsten-weighted bolus). On 8/2/94 endoscopic removal of tip done.